Event description:
It was reported that the last battery measurement during the programmer session measured 2.69 v, but the last battery voltages measured through the device was 2.92 v. The device was explanted and replaced due to reaching elective replacement indicator early. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis indicates: battery voltage - low telemetered battery voltage. On 21-jul-2010, the telemetered battery voltage was 2.69 v while the daily battery voltage trend measurement was 2.92 v. The device is part of the advisory for this model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action. Performance data collected from the device was analyzed. Analysis indicates: battery voltage - low telemetered battery voltage. On (B)(4) 2010, the telemetered battery voltage was 2.69 v while the daily battery voltage trend measurement was 2.92 v.

Event description:
It was reported that the last battery measurement during the programmer session measured 2.69 v, but the last battery voltages measured through the device was 2.92 v. The device is still in use. No patient complications were reported as a result of this event.